Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of neurostimulator model 37714, serial # (B)(4). Showed no anomalies. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was recharging more than expected and her battery was not topping off. The patient was unable to charge past 3/4 full. She used to be able to get it fully charged in 3-4 hours. The patient believed the implantable neurostimulator was the problem with "degradation of battery". Additional information received approximately three weeks later indicated the patient was still having trouble charging to 100%. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's device was explanted on (B)(6) 2013 due to coupling issues. It was stated that the patient could only get a 'few bars and the battery would never charge to 100%, even after hours of charging.' The patient outcome was unknown. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).